Event description:
Vapotherm applied and where the cannula for the nose and the tubing connect, repeatedly comes apart. Happened on 2 different premature babies. The issue is related to the bond between the tubing of the cannula and the piece where the prongs are located. We only have experienced the issue with premature size cannulas (ref #85-mn1100aea) for use with the vapotherm precision flow device. The lot numbers identified were 083115 and 020915. All supplies with those lot numbers were removed and replaced by the vendor. Vendor also took two examples of the cannulas that had actually failed. No harm to either baby and has not happened since.